Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that on the evening following the generator change out, this chronic right ventricular (rv) lead exhibited oversensing of noise and low out of range pacing impedance measurements of less than 200 ohms in this pacemaker dependent patient. It was noted that prior to the change out the impedance measurements were stable at 300 ohms. An x-ray was taken which did not yield any significant findings. Boston scientific technical services (ts) was consulted and suggested a revision procedure. Subsequently a revision procedure was performed and the rv lead was tested on the pacing system analyzer (psa). Normal impedance measurements were seen with the psa. It was noted that there was a small amount of pacing inhibition during the procedure, however a temporary pacing wire was in place. The rv lead was surgically abandoned and a new rv lead was successfully implanted with the existing pacemaker. No additional adverse patient effects were reported.